Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated persistent alert code 75 despite four user-initiated restarts, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported blood glucose impact and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint intake, user education on device shutdown and data syncing, and collection of the original device for return. Investigation of this device revealed an unresolved alarm malfunction consistent with a device performance issue; no blood glucose excursions were associated. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.